Event description:
Customer's mother reported via phone call that the customer experienced low blood glucose. It was stated that the customer's blood glucose was at 32 mg/dl and they did not receive an alarm from the sensor until 60 minutes later when it had gone up to 90 mg/dl. Customer's mother also reported there was an incident on (B)(6) 2015 where he went from 181 to 22 mg/dl in about 20 minutes. He had a seizure and by the end of the seizure he was back to 122 mg/dl and never received an alarm or alert from the sensor. The customer was hospitalized with a concussion due to hitting his head on the flood with the seizure. It was mentioned that the customer is hyperactive and burns off insulin fast. There has been about 25 incidents in the last 6 months where the customer's blood glucose was below 50 mg/dl. No troubleshooting was performed as the customer's mother does not believe there is an issue with the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.see manufacturer report number 2032227-2015-23214.